Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient reported cgm values of 75mg/dl compared to bg meter values of 32mg/dl and cgm values of 77mg/dl compared to bg meter values of 21mg/dl. Patient stated that he consumed a high calorie, high sugar protein drink to avoid a potential seizure as he was very low. No medical intervention was reported. Additional event or patient information was not provided.